Event description:
It was reported that the patient's pump had a motor stall that did not recover. Upon interrogation, multiple motor stalls and recoveries were seen in the pump's logs. At the time of report, the pump was stalled and gave a warning about excessive time stopped. The patient's pain was out of control in his low back. Three days later, it was reported that the motor stalls had been intermittent since early in (B)(6) 2013. The patient was not receiving good therapy as evidenced by his pain scores. It was noted that he had been stable for a long time, but was out of control at the time of report. The physician wanted to perform a dye and roller study on the pump. Four days after that, it was reported that the cause of the stalls were unknown. It was noted that the patient still had 24 months left on his pump. The physician had the pump set at minimum rate and a new pump was implanted. At the time of report, there was no patient injury or adverse event. The drug used in this system was infumorph.

Manufacturer narrative:
Pump analysis revealed pump/motor/feedthru anomaly/shorting across insulator and pump/pumphead/corrosion/roller wheel anomaly.

Manufacturer narrative:
Product ID, 8832 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.